Manufacturer narrative:
The pt has poor bone quality. For investigation, x-ray pictures were requested by hiossen inc but doctor rejected to provide them. The mount set used for implantation stage only was attached to the fixture. Hiossen inc is not sure whether this product has been in the pt bone for some period. Based on inspection results and the DHR review, the returned product has been found to be within specification. Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant systems. In addition, failure to osseointegrate is included in the IFU as a known complication with various factors that contribute to the risk of implant failure. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.

Event description:
Removal of endosseous dental implant after two months of healing period. The pt has poor bone quality.